Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report of use error is confirmed; the patient reported switching a disposable set mid-therapy but re-used a solution bag. The cause of the use error was not determined. Labeling review found labeling to be adequate for the user error. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that after receiving the check lines and bags alarm on the homechoice (hc) during prime; the home patient (hp) changed out the supplies, however, did not change out the bag. The technical service representative (tsr) explained that all supplies must be changed out otherwise the set up is compromised. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No further information is available.